Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the pod had a needle mechanism failure. The duration of pod use and the impact on the patient's glucose level was not reported. No further information was provided.